Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and could not replicate the reported behavior. The system functioned normally during testing. A software investigation was also completed, although root cause could not be determined since the behavior could not be replicated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not advance past stand alone mode during boot up. The system was rebooted and the issue was resolved. This occurred outside of any patient involvement. No additional details were provided.